Manufacturer narrative:
(B)(4).

Event description:
During a m106 implant surgery, the heart rate detection for the generator was unsuccessful. The generator was implanted and interrogated in and out of the pocket without any issue. Impedance measurements were within range; however, when the tachycardia detection was tested, no heart rate was detected. The surgeon tried three different pocket placements at all 5 levels of sensitivity, but the patient's heart rate could not be detected. A pre-surgical evaluation was not performed. Follow up with the field clinical engineer indicated that there were no communication issues when routine communication was attempted. After diagnostics were verified, heart rate detection was attempted. The tablet screen showed ¿?????¿ during the heart rate detection. Occasionally a heart rate would appear then immediately disappear. All five sensitivity levels were used, but the results were ¿?????¿. The surgeon expanded the pocket laterally toward the armpit and again attempted to detect the heart rate at all five sensitivity levels in the second location, the results were still ¿?????¿. The device was then pushed into the pocket and held through the midline with the same results (third position). In total, the surgeon attempted three different locations and tested all five sensitivity levels in each position. After some testing, a new generator was implanted, and the heart rate registered immediately after starting the detection testing at sensitivity settings of 1 (least sensitive). The new m106 was placed in one of the same locations that the previous m106 was tested at. The field clinical engineer stated that there were no changes in the setup, no change in programming system components, and no changes in cable connections (i.e. Securing connections or reconnecting) between communicating with the first and second m106 generators. A review of device history record of the generator shows that no unresolved non-conformances were found. No anomalies with the r-wave detection or any other operation were observed. A comparison of the r-wave detection threshold levels of two generators shows that the results are very similar and does not explain why only the second generator was able to detect the heartbeat. Product analysis was completed for the generator. The sensing functions of the pulse generator performed according to functional specifications. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery shows an ifi=no condition. There were no additional performance or any other type of adverse condition found with the pulse generator. Additional testing was performed to evaluate the delay in producing a heartbeat detection synch pulse. This synch pulse is received by the tablet and used to calculate the heartbeat rate. Test results of the synch pulse revealed a delay (from initiation of the hb detection algorithm until hb synch pulses occur) ranging from 16.4 seconds (sensitivity 4) to 2.6 seconds (sensitivity 3). This delay may have been interpreted by clinicians, as non-detection of a heartbeat signal, causing them to attempt detection at a different gain setting or location on the patient. No adverse events have occurred as a result of this event.

Manufacturer narrative:
Describe event or problem, corrected data: previous supplemental MDR inadvertently did not include specific failed parameters identified via product analysis.

Event description:
Previous MDR did not include specific failed parameters. These include the r2 verification, supply current 2ma/normal, supply current off, and supply current off sense. These failures are consistent with the known manufacturing error identified to be due to the leakage paths on the pcb.

Event description:
Further analysis was completed on the generator. The generator was instrumented in order to evaluate the delay in producing a heartbeat detection synch pulse. This synch pulse is received by the tablet and used to calculate the heartbeat rate. Test results of the synch pulse revealed a longer delay (from initiation of the hb detection algorithm until hb synch pulses occur) than what is expected. This delay may have been interpreted by clinicians, as non-detection of a heartbeat signal, causing them to attempt detection at a different gain setting or location on the patient. Therefore, the allegation of under-sensing may have been verified. After the pcb trimmed edge was closed, the generator functioned according to specifications.